Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast cancer. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient who underwent primary breast augmentation with 420cc mentor smooth round high profile in (B)(6) 2025 was diagnosed with left-sided breast cancer. Per the information provided, the patient had a mammogram performed, which showed a mass in the left breast. Testing was performed and the results came back positive for breast cancer in the milk ducts. Additional information was provided on (B)(6) 2025. Per the information provided, the patient was diagnosed with stage I, grade iii triple negative invasive ductal carcinoma on (B)(6) 2025. The treatment plan includes lumpectomy with chemotherapy and radiation afterwards. As a result, breast implant removal surgery is scheduled for (B)(6) 2025. No further details have been provided at the time of this review.